Manufacturer narrative:
H10: the customer confirmed user interface (ui) assembly part was requested but is currently backordered. The repair for this unit cannot be conducted at this time due to the part(s) being on back order, this service spare part is considered critical need and will be monitored for ordered quantity aiming to preserve stock for all customers. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, ui assembly, aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. H11: b3. Date of event corrected.

Manufacturer narrative:
E1: reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the display was blank. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) advised the customer to order a user interface (ui) assembly without navigation ring to resolve the issue. This investigation is ongoing.

Manufacturer narrative:
H11: additional information was received in the source system case of a duplicate record which indicated that the event date was 25jan2025. The investigation is ongoing.